Manufacturer narrative:
Insulin pump buttons function properly however, moisture damage was found on keypad traces. No sticky buttons or button error alarm noted during testing. All operating currents are within the specification, no unexpected low battery, off no power or battery out of limit alarm noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that after replacing a battery, she was having issues with the keys sticking. Customer's blood glucose level was 126 mg/dl. Customer stated that all of the keys are sticking but he act button sticks the most. Customer reported that maybe her sweat could have gotten on the device since customer wears it inside her clothes, as a significant event that may have caused the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.